Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the issue was caused by a user interface (B)(6) computer issue. Investigation on the returned part revealed that a larger amount (more than a spoonful) of liquid had entered the device via the air ventilation hole at the backside. This liquid wetted the printed circuit boards with the main power connections of the power supply behind this ventilation hole and caused short circuits between several components of these boards. The power supply was strong enough to cause sparks, smoke or a burning smell before the internal fuses interrupt the current. Several original components were not available for further investigation. No adverse events were reported.

Event description:
The user reported the total system manager (tsm) "sparked" and would not power on. When they noticed the spark, the user pulled the power source. The user was not sure if smoke was generated, but they stated "it smelled faintly". No erroneous results were generated and no operators were harmed. The field service representative determined the user interface tsm computer was burned internally and the evidence indicated some sort of spill occurred on the open cooling ducts of the computer. He noted the power supply was damaged. The field service representative replaced the tsm computer, installed the current software revision and restored the backup configuration. To verify the analyzer operation, he ran patient specimens.